Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 04/29/2014 with the following results: pump - the complaint was observed in pump history but not duplicated during the investigation. Pump boots to the verify screen with audible and vibratory features. Evidence of partially delivered bolus observed in bolus history on (B)(6) 2014. Pump was paired successfully with returned meter affbl089 to channel 10. A 10u bolus was successfully delivered from the meter to the pump with no errors. No hypersensitive keys observed on the pump keypad. Pump successfully completed a delivery accuracy test. Meter: the complaint was observed in pump history but not duplicated during the investigation. Returned meter powered up normally and paired successfully with returned otp pump s/n (B)(4) to channel 10. Rf aborted bolus was observed in meter records download on (B)(6) 2014. A 10u bolus was successfully delivered from the meter to the pump with no errors. No hypersensitive keys observed on the meter keypad. Animas has conducted a review of the device history record for this pump and for the meter and confirmed they were operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: patient¿s blood glucose (bg) level was 123 mg/dl prior to lunch and 394 mg/dl afterwards. Reporter alleges this increased bg is the result of the lunch bolus of 4.65 units not being delivered. There were no symptoms and the ketones were not checked. Reporter states that for past several weeks, they have been having issues with boluses not being delivered by pump. This has occurred both when bolusing from the meter remote (mr) and from the pump. The only way they know patient did not receive a bolus is when his bg levels start rising. This happened on (B)(6) 2014 and bg was 294 mg/dl with nausea and vomiting, and happened again today. Reporter states she bolused patient herself for lunch via the mr and it did indicate bolus completed. Check of bolus history indicates bolus for correction just now and bolus at 9:17 am but no lunch bolus. Patient saw health care provider (hcp) on (B)(6) 2014 and basal rates were adjusted as well as the ic ratio. Customer support (cs) advised reporter mr may have indicated delivery of bolus but should always check the bolus history on pump to ensure it was delivered. Reporter does not feel she should have to check behind every bolus to ensure it delivered or didn't. Cs review found no significant alarms in history first alarm is low cartridge on (B)(6) 2014. Bolus history indicates correction for current bg just now and next bolus was 9:17 am for 8 units. Reporter has completely lost faith in pump and mr at this time and would like them replaced. This complaint is being reported because the patient experienced hyperglycemia and because the bolus delivery issue was not resolved.